Manufacturer narrative:
The insulin pump was received motor error alarm during basic occlusion test due to loose/flush drive support disk. Analysis was unable to perform the unexpected restart error test. Analysis was unable to verify compromised force sensor system or perform prime test due to motor error alarm. Analysis was unable to verify motor position encoder error alarm in the alarm history due to history file overwritten with history check failed alarm. History check failed alarm due to a corrupted history file. The insulin pump was received with normal operating current. The insulin pump passed self test. The insulin pump passed off no power test. The insulin pump was received with minor scratched lcd window, loose drive support disk cracked belt clip slot, missing end cap sticker and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received compromised force sensor system alarm and history check failed alarm. The customer's blood glucose was 437 mg/dl at the time of incident. The customer stated that the insulin was squirting out during manual prime process. The customer stated that the drive support cap was sticking out. The customer declined to troubleshoot for high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.